Event description:
A customer reported she received a reading of 378 mg/dl on her blood glucose meter and based on this reading, she took 5 to 7 units of rapid-acting insulin. The customer reportedly lost consciousness, the paramedics were called and the customer was reportedly treated, but she did not know the kind of treatment rendered. The customer additionally reported, she was transported to a hospital where she was diagnosed with severe hypoglycemia and treated with an intravenous medication (unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.